Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: the product was returned with the following findings: peeled keypad at "ok" button. Product analysis (pa) performed leak test and found leakage from keypad. Pa disassembled the pump and found moisture residual on pcb. The "ok, up, & down" buttons are not responding. Pa removed the keypad and found adhesive and corrosion under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that all keypad buttons required several presses to activate the desired pump functions. The patient went swimming and afterwards noticed water in cart compartment and keypad stopped responding to presses. The patient did not report any tears or peeling of the keypad. The patient also did not report any visible cracks on the pump. There was no adverse event associate with this complaint. The pump was replaced.